Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 496 mg/dl. Customer states the pump does show signs of physical damage on the belt clip rails. The customer was advised to monitor the pump and call if issues occur. The insulin pump will not be returned for analysis.